Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (300 mg/dl) the customer took a bolus to stabilize bg level. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.